Event description:
It was reported the single use aspiration needle had a puncture in the sheath. The issue occurred during sedation while device was inside the patient for an endobronchial ultrasound diagnostic procedure. The procedure was completed with an olympus back-up device without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 9614641-2025-00830-00 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.